Event description:
It was reported that this left ventricular lead exhibited high pacing thresholds and a gradual rise of the pacing impedance measurements. Troubleshooting options were discussed and it was decided to address the issue by the time the device is ready to be replaced. This lead remains in service. No further adverse patient effects were reported.